Manufacturer narrative:
Citation: moroi mk, vinogradsky av, feng I, et al. Melody vs mechanical mitral valve replacement in young children: a single-center propensity matched analysis. Ann thorac surg. Published online august 25, 2025. Doi:10.1016/j.athoracsur.2025.08.007 on page 1 of the article, the authors noted: ¿presented at the sixty-first annual meeting of the society of thoracic surgeons, los a ngeles, ca, jan 24-26, 2025.¿ earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of mitral valve replacement (mvr) in young children. The study population consisted of 36 patients who underwent mvr with either a medtronic melody transcatheter pulmonary valve (n = 12) or a mechanical prosthesis (n = 24). In the melody group, the authors observed two in-hospital deaths. The first death involved a patient whose melody mvr was complicated by a hematoma from melody overdilation which required extracorporeal membrane oxygenation (ECMO). Two days later, the patient developed disseminated intravascular coagulation with clot obstructing the melody valve, warranting reoperation. Ten days later, the patient died of bradycardic arrest after ECMO was discontinued. The second death involved a patient who experienced multi-organ failure after melody mvr and died of hypoxic cardiac arrest at thirty days post-implant. Other adverse outcomes in the melody group included: cardiac arrest requiring ECMO, left ventricular assist device placement, thrombosis/clot, endocarditis, bleeding requiring transfusion, paravalvular leak (mild to moderate), increased mean gradient, medicinal reintervention, surgical reintervention, and heart transplantation.